Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: "there was a leakage from the arterial side of the quadrox-I from the big lue-port in the middle of the integrated arterial filter." (B)(4).

Manufacturer narrative:
The product has been received in the laboratory of the manufacturer and firstly cleaned and disinfected in the laboratory. Then, a leakage test was performed. It was observed that there was a moisture on the outlet connector. A slight leak was confirmed. Affected product: basic lot 70112183 and packaging lot 70113433 ((B)(4)) was reviewed.there were no references found, which are indicating a nonconformance of the product in question. A trend search has been performed (search for (B)(4)) which came to following results: no additional complaints were recorded. Due to this information no systemic issue could be determined. Also, complaint has been investigated by maquet cardiopulmonary medikal teknik (B)(4). All oxygenators are controlled visually during assembly and packaging steps. Moreover, device history records of the complained lot 92194640 has been reviewed and no abnormality was found for the related material. The failure could not be related with mcp tr. The most probable root cause is unknown. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. This data will be handled through a designated maquet trending process. If at trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
(B)(4)